Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: email unknown / not provided. E1: last name unknown / not provided.

Event description:
It was reported that implant was removed due to implant fracture. Issued discovered by patient's general dentist. Implant was removed. Tooth number 30. Symptoms as a result of the event: inflammation and pain.